Event description:
It was reported that during lead implant, a location with acceptable pacing and sensing results could not be obtained. After multiple attempts, the lead was removed and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.